Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed as a link detachment was observed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: the sheath size used for the pre-close technique was 6f. Operator believes the device was successfully flushed with saline during prep.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and left common femoral artery (lcfa) were attempted with proglide devices using the pre-close technique prior to an interventional abdominal endoprosthesis implant procedure. Reportedly, there was no blood flow with the first device on the rcfa. A second one was successfully preplaced. The third device failed in the rcfa as the suture did not connect to the needles when the plunger was removed. The sutures of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the abdominal endoprosthesis implant procedure was completed. Hemostasis was achieved with the second and fourth pre-placed proglide sutures in the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.